Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates. Reportedly, the insulin gauge decreased from 105 units to 20 units after delivering 38 units of insulin overnight. There was no reported impact to the customer¿s blood glucose level. At the time of the reported event, the insulin gauge displayed an accurate fill estimate. Although requested, no further information was provided by the customer.